Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I removed one (the normal side)') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "bent and twisted the device". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: physician reported that he removed one (the normal side) and referred her to someone else with robot to dissect out the abnormal coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bent and twisted device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I removed one (the normal side)') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "bent and twisted the device". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: physician reported that he removed one (the normal side) and referred her to someone else with robot to dissect out the abnormal coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bent and twisted device. Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal and device physical property. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.